Event description:
In have assumed that clear care solution was one of many brand of multi purpose contact lense solution. Rinse the contact lenses with the solution and directly insert it into my eye. I wish the bottle will be labeled as with big letter word of not for sale. Any way, it burns my eye and cause severe eye bleeding. Reporter's recommendations: bigger label and warning of not designed for rinse and other storage case. (B)(4).